Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004 - the pt was implanted with a bard visilex mesh during an unk procedure. The attorney's report alleges defective mesh, pain and suffering, add'l medical treatment, disfigurement, permanent injury.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. W/o a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.